Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) - (ae-r966834101, r965434301, r990478401, r990479301, r990475501). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a largeflexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve got fully re-sheathed 1 time due to the implant being too high. The final implant depth at non-coronary cusp (ncc) was 3mm and left coronary cusp (lcc) was 7.2mm. During the procedure, the patient developed a complete heart block. Post-procedure, the patient experienced left sided hemiparesis and diplopia. After leaving the post-anesthesia care unit, a hematoma was observed at the left groin access site and manual pressure was applied. A permanent pacemaker was implanted the following day to treat the heart block. On (B)(6) 2025, the patient was discharged. Three days after the patient being discharged from the hospital, a bilateral lower extremity edema was noted. No treatment was required.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.